Event description:
It was reported that during the implant procedure, the physician was unable to pace, capture, retract the helix and reposition the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The helix was stretched out of specification. While turning the is-1 pin, torque transferred to the helix without difficulty. The tip electrode was distorted.